Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-apr-02 crts 3691616 (con): information was received from a consumer regarding a patient who had an implantable neurostimulator. It was reported that the ins was depleting too quickly. Patient had a new implant put in and had just charged the implant to 100% the day prior to the report and when checked the morning of the report, the battery was already down to 70% which had no way the battery should have depleted that quickly. It was reviewed that the ins depletion is based on the patient¿s individual usage and settings. Patient was also advised that can request a recharge interval from their healthcare professional to see if the rate of depletion was normal for the patient¿s settings. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator. It was reported that the ins was depleting too quickly. Patient had a new implant put in and had just charged the implant to 100% the day prior to the report and when checked the morning of the report, the battery was already down to 70% which had no way the battery should have depleted that quickly. It was reviewed that the ins depletion is based on the patient¿s individual usage and settings. Patient was also advised that can request a recharge interval from their healthcare professional to see if the rate of depletion was normal for the patient¿s settings. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(4) 2018. It was reported that the patient's weight was (B)(6) pounds. Changes to device programming led to the ins depleting quickly. To resolve the battery depleting quickly, settings were changed. No further complications were reported/anticipated.